Manufacturer narrative:
Block b3: exact date unknown, event occurred in summer of 2023.

Event description:
It was reported that patients lead had migrated resulting in inadequate stimulation. Lead migration was confirmed through xray. The patient underwent a lead repositioning procedure and was doing well postoperatively. The lead remained implanted.